Manufacturer narrative:
Summary of evaluation: metallurgical evaluation revealed the returned alta rod broke from an overload condition. Visual inspection shows a bend in the proximal section of the rod at the proximal cross locking screw hole, suggests that excessive non-axial forces applied to the rod during insertion was most likely the contributing factor for the rod from an overload condition.